Event description:
The customer reported that the 840 ventilator stopped cycling. The customer was advised over the phone by covidien technical support engineer to run the ventilator for 48 hours. Covidien was not authorized to service the device.

Manufacturer narrative:
Multiple attempts have been made to try to obtain test result but no response received from the customer.